Manufacturer narrative:
Updated analysis summary by (B)(4) on mar 16, 2022. Retainer ring = black. On (B)(6) 2021 the customer alleged pump was under delivering, receiving insulin flow block alarms, had blank display, and customer was hospitalized for high blood glucoses. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power loss alarms noted during testing or in the device trace download. No unexpected insulin flow blocked alarms noted. No delivery alarms not noted in the pump history/trace files on the event date. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. No under or over delivery noted during testing. In further full review of the pump history on the event date of (B)(6) 2021 found bolus deliveries of 4.3u at 9:40am, 6.9u at 10:17am, 6u at 11:16am, and 8u at 7:34pm. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump received with pillowing keypad overlay. In summary, customer allegation for pump giving blank display not confirmed during full functional testing. Unexpected insulin flow blocked alarm/no delivery alarm not confirmed during testing. In addition, customer allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and visited to emergency room on (B)(6) 2021. Customer¿s blood glucose level was 400 mg/dl at the time of hospitalization. Customer was treated with manual injection for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported that they had symptoms like vomiting symptoms. Customer stated that pump was not working and alleged that insulin pump was under delivering because they performed correction but it did not bring the blood glucose down. Customer stated that insulin pump passed the displacement test and high pressure test. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.